Manufacturer narrative:
This is a final report.

Event description:
It was reported that in february 2004, this patient developed acute necrotising otitis media. The physician administered medication to treat the condition. The patient developed bell's palsy. At some point in time, an adenoidectomy was performed (date unknown). During the grafting of the tympanic membrane (date unknown), a cholesteotoma was found and removed. The middle ear disease reportedly resolved. In may 2005, the infection reportedly reoccurred and did not respond to medical treatment. The clinic recommended that the family have the device explanted. The surgeon explanted the device in 2006. The infection reportedly has completely subsided. Reimplantation surgery is planned for the opposite ear. A surgery date has not been reported to cochlear.